Manufacturer narrative:
The reported device is part of an ongoing field corrective action. "The olympic cool-cap control module has experienced a frozen screen during use. When this occurs the on-screen info remains on display but the system is no longer providing cooling treatment to the pt. The visible clock in the upper right hand corner of the screen stops advancing." Natus medical incorporated contacted the facility to advise of the failure via (B)(4). The hosp facility did not respond to the corrective action notice delivered to them on 12/12/2012. Natus medical incorporated anticipates that there will be no further f/u to this report, as the issue is understood and is currently being corrected. If new info becomes available the f/u will be filed for this incident. No other info is available. (B)(4).

Event description:
Facility contacted natus medical incorporated to report the cool-cap malfunction. The device failed to perform as designed. The facility contacted natus medical incorporated to report that the cool cap monitor froze during treatment of a pt. The pt was then moved the pt to another cool cap unit and resumed treatment.